Event description:
A malfunction alarm identified as malfunction code 12 was reported. The customer's blood glucose level was recorded at 7.8 mmol/l, which did not indicate any adverse impact. Technical support provided assistance by supplying pump reset information, after which the customer successfully reset the malfunctioning device. The issue did not recur, and the customer was advised to continue using the pump and contact support if the problem returned.